Manufacturer narrative:
There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k023331. PMA / 510(k)#: bk050036. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for gate stub with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and gate stub was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gate stub with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and gate stub was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
Hold for brian 9-9-19it was reported that during use of the bd vacutainer® sst¿ ii advance plus blood collection tubes there was sharp protrusions on the tubes. This occurred on 8 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: customer found gate stub on 367528.